Manufacturer narrative:
A review of the provided data indicated that the alleged sample is a low titer sample. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The initial sample processed with cobas® liat® sn (B)(4) generated influenza a positive, sars-cov-2 positive, influenza b negative results. The same sample was repeated with cobas® liat® sn (B)(4) generated influenza a positive, sars-cov-2 negative, influenza b negative result and then repeated again on the initial analyzer and generated influenza a positive, sars-cov-2 negative, influenza b negative result. The initial results were not reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.